Event description:
Information was received indicating that a smiths medical cassette was implicated in a pump not pumping. The pump was to perform a 4 hr infusion. The pump beeped 2-3 times and then quit pumping. On saturday morning the pump was changed and ran fine for about 24 hours. This issue was resolved by switching out the pump. There were no reported adverse events.